Event description:
It was reported by service report that the right side rail was not locking in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend right siderail damaged.